Event description:
When dr. Shin tried to puncture with needle,the front of the needle was broken. So he used another 19g needle to finish the case. Did any section of the device remain inside the patient body? No, did the patient require any additional procedures due to this occurrence? No, did the product cause or contribute to the need for additional procedure(s)? No, were there any adverse effects on the patient due to this occurrence? No, did the product cause or contribute to the adverse effect(s)? No. 1.1.2 please describe the location in the body for the intended target site (pancreas, stomach, etc). Stomach to pancreas, pseudocyst. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 1.1.3 please describe the size of the intended target site. About 5cm. 1.1.4 if not with the device in question, how was the procedure performed and/or finished? He used another 19g needle. 1.1.5 was the device used in a tortuous position? No. 1.1.6 are images of the device or procedure available? No. 1.1.7 was it damaged in packaging before removal? No. 1.1.8 was it damaged on removal from packaging? No. 1.1.9 was force required to remove the device? For complaints occurring during use (once in contact with endoscope) also ask: 1.1.10 what is the endoscope manufacturer and model number that was used? Olympus gf-uct260. 1.1.11 was the scope recently serviced / repaired? No. 1.1.12 was force required on insertion of device into scope? No. 1.1.13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? When (B)(6), punctured. 1.1.14. What is the endoscope manufacturer and model number that was used with this device? Olympus gf-uct260. 1.1.15. Was difficulty experienced while retracting the needle? No. 1.1.16. Was the needle able to be fully retracted before removing from the patient?, 1.1.17. Was gaining access to the targeted site difficult? No 1.1.18. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 1.1.19. Was needle penetration of the targeted site difficult? No. 1.1.20. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes. 1.1.21. Was the stylet partially removed prior to advancement of needle? No. 1.1.22. How many biopsies/passes were obtained with use of this needle? 0. 1.1.23. Did any section of the device detach inside the patient? No.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Cancellation report is being submitted due to additional information received on 31-jan-2024. FDA MDR reporting not required. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
Cancellation report is being submitted due to additional information received on 31-jan-2024. FDA MDR reporting not required. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.